Manufacturer narrative:
The company representative examined the system and could not replicate the problem reported. The customer provided a third party repaired phaco handpiece, which was not tested. Preventive maintenance was performed, which was not related to the event reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(6) 2013 did not reveal any problem related to occlusions. A review of complaints for the last 24 months did indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during a cataract procedure, an occlusion kept occurring. The tip was exchanged, but the issue continued. The handpiece was exchanged and the case able to be completed. The nurse indicated the patient had a dense cataract and this was the cause of the occlusion. There was no harm to the patient.